Manufacturer narrative:
Unable to charge due to battery depleted. Unable to perform the functional test due to charge anomaly. Unit received with damaged cowcatcher corners.

Event description:
It was reported that when the transmitter is disconnected from the charger, the led blinks but when it is connected to the sensor, it does not blink. The blood glucose level was not given. No further information was provided.